Event description:
It was reported that this product was part of a system revision due to infection. This right atrial (ra) lead was explanted. Available information does not indicate a new system was implanted at this time. There were no additional adverse effects reported. The product is in hospital possession.